Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient developed a red, warm, and painful lump over his sternum. He was re-admitted to the hospital and driveline exit site and blood cultures were positive for staph. He was treated with IV antibiotics and went to the operating room for surgical incision and debridement of the abscess. He was discharged with a PICC for long term antibiotic therapy. The pump remained implanted and was not returned to the manufacturer for evaluation. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed. There is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states on (B)(6) 2013 that a (B)(6) year old male patient developed a red, warm, and painful lump over his sternum. He was re-admitted to the hospital. The driveline exit site wound and blood cultures were positive for staphylococcus aureus. The patient was treated with intravenous antibiotics and underwent surgical incision and debridement of the abscess. The patient was discharged approximately three weeks after his admission with a peripherally-inserted central catheter (PICC) and long term antibiotic therapy. The patient had an elevated white blood cell count which trended down during his admission. The pump remained implanted and was not returned to the manufacturer for evaluation.